Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/ migration of essure device/ dr. Stated it didn't go any further than the coil/ I have missing coils/malposition of essure device location of device: in uterus, migration of essure device, location of device: in uterus") and pelvic pain ("severe pelvic cramping, pain/pain") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "only one was implanted" in 2009. The patient's medical history included genital bleeding and painful intercourse. Patient done blood test for hormone level and ultrasound, std testing and papsmears test. Concurrent conditions included yeast vaginitis since (B)(6) 2010 and unspecified hypothyroidism since (B)(6) 2010. Concomitant products included levothyroxine sodium (synthroid) since 2008 for hair loss as well as ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), menorrhagia ("heavy bleeding, abnormal bleeding (menorrhagia)") and the first episode of dysmenorrhoea ("pain/dysmenorrhea cramping)/dysmenorrhea cramping)"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss") and back pain ("back pain,left lower quadrant rotation the back. Periodically, going from 3 out of 10"). Essure treatment was not changed. At the time of the report, the device expulsion, vaginal haemorrhage, menstruation irregular, menorrhagia, migraine, headache, nausea, the last episode of dysmenorrhoea, fatigue, alopecia and back pain outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for alopecia, back pain, device expulsion, fatigue, headache, migraine and nausea with essure. The reporter considered dyspareunia, menorrhagia, menstruation irregular, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: she did not had to removed essure, she currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: tube was occluded. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following med dra llt: medical device monitoring error. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: concomitant drug were added. On (B)(6) 2009, she implanted essure (previously reported as 2009). Added event malposition of essure device location of device: in uterus, migration of essure device, location of device: in uterus. Device dislocation was upgraded to device expulsion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.